Event description:
Caller stated that she sought medical attention on (B)(6) 2022 around 12:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of hi. A normal result for that time of day is usually around 120mg/dl. About an hour after testing with the prodigy meter, the end-user became unconscious and started foaming at the mouth, and paramedics were called. There was no food, drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived within minutes, tested the end-users blood glucose with their meter, and received a result of 20mg/dl. Paramedics gave the end-user glucagon and transported her to (B)(6) hospital located at (B)(6). The end-user arrived at the hospital with a blood glucose of 20mg/dl. End-user stated that she received another shot of glucagon at the hospital and was there for approximately 4-5 hours. The end user was discharged and told to follow up with her primary doctor. No additional information was provided.

Manufacturer narrative:
1. No nonconformance was found in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4). And strips (lot#: d211028b-1). 2. The suspected meter shipped to pdc on 2017-07-05 and returned to okb on jan. 13, 2023. We tested the returned meter on all setting and functions, and no malfunction was found. Standby current of the returned meter (1.3 ua) met acceptance criteria (< 55 ua). 3. Suspected strips with 2-year shelf life were manufactured on 2021-10-28 and will expiry in oct. 2023. We tested the suspected strips (lot#d210127-1) by suspected meter with any valid control solutions with us (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 53/64; level high: 303/297) met the acceptance criteria (level low: 30~75; level high: 220~340). 4. As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.